Manufacturer narrative:
After further review of the additional event details provided, the event suggests an uncomplicated balloon rupture. This event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported that during an angioplasty procedure of a left brachiocephalic fistula, the pta balloon allegedly ruptured at 12atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Based on the limited information regarding this balloon rupture, we are taking a conservative approach and will report this event as a complicated balloon rupture. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 12atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.